Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) stated they did not check the patient line before they connected but did not note anything out of the ordinary at the time of the alarm. The hp stated they review the set up prior to caller and did not note any air or leaks in the set up. The technical service representative (tsr) instructed the hp to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.